Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the articulating distractor was broken from the weld between the pin and ring. The broken fragment was not returned for evaluation. The device presents signs of constant use. However, this condition is normal in this type of reusable devices. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended force. A dimensional inspection was not performed since it was not applicable to the complaint condition a functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the articulating distractor would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for articulating distractor, was conducted identifying that lot number tbaggt was released in four batches. ¿ batch1: lot qty of (B)(4) units were released on jun 2, 2023 with no discrepancies. ¿ batch2: lot qty of (B)(4) units were released on jun 2, 2023 with no discrepancies. ¿ batch3: lot qty of (B)(4) units were released on sep 7, 2023 with no discrepancies. ¿ batch4: lot qty of (B)(4) units were released on aug 31, 2023 with no discrepancies. Supplier :depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the metal split in ring that is placed on screw to lock it to screw head during distraction is broken. No consequence for patient. Surgery performed as planned. Another instrument was used.